Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the distal left circumflex (lcx). The lesion was de novo, moderately calcified and moderately tortuous. A 3.0 x 23mm cypher select plus was being delivered to the target lesion, but the cypher select plus became stuck at the ostium of lcx and it would not advance further. After the cypher select plus exit the guiding catheter, it became stuck at the ostium of the lcx and it would not advance further from the ostium. The sds exit the guide catheter without difficulties. The sds did not reach the target lesion, it became stuck proximal to the target lesion. Therefore the cypher select plus was removed from the patient and a 3.0 x 23mm xience stent was implanted at the target lesion. Post-dilation with a 3.0 x 15mm balloon was conducted at 22 atm and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was returned for evaluation and the struts were noticed to be uplifted on the distal end of stent. The physician did not indicate if the struts of the stent were uplifted during use in the patient or when the device was removed from the patient. It is unknown when the stent struts were flared.

Manufacturer narrative:
Concomitant medical products: launchersl4.0 (medtronic) guide catheter, 30 x 15mm balloon catheter (max pressure 22 atm) and 3.0 x 23mm xience stent. The product has been returned for evaluation, however, the analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15117016 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15117016. Pre-sterile assy cypher select subassembly lot 15117019 was reviewed. It was observed during review of this lot that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Fpi/lpi and process monitoring for crossing profile and stent retention test results were reviewed and no anomalies were found. Calibration records for pin gauge, with calibration (B)(4) were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for crimper machine, with equipment (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The correct date is 08/23/2010, which is the date we first learned of the reportable event, the date the product was returned for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% stenosis in the distal left circumflex (lcx). The lesion was de novo, moderately calcified and moderately tortuous. A 3.0 x 23mm cypher select plus was being delivered to the target lesion, but after the cypher select plus exited the guiding catheter, it became stuck at the ostium of the lcx and it would not advance further from the ostium. The sds exited the guide catheter without difficulties. The sds did not reach the target lesion; it became stuck proximal to the target lesion. Therefore, the cypher select plus was removed from the patient and a 3.0 x 23mm xience stent was implanted at the target lesion. Post-dilation with a 3.0 x 15mm balloon was conducted at 22 atm and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was returned for evaluation and the struts were noticed to be uplifted on the distal end of the stent. The physician did not indicate if the struts of the stent were uplifted during use in the patient or when the device was removed from the patient. The timing of the flaring of the stent struts is not known. One non-sterile cypher select plus (B)(4) 3.00 x 23 mm was received coiled inside a plastic bag. The stent is present at correct position. Bends were detected on sds at 18 cm and 20 cm from the hub. During dimensional analysis crossing profiles were measured for the middle and proximal sections of the stent and were found within specification. The stent was observed under microscope, uplifted struts were detected at the distal section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The fpi crossing profile stent retention was reviewed and no anomalies were found. The reported failure tracking difficulty could not be confirmed with functional analysis; the crossing profile was within specification. The timing of the distal strut uplift found on the returned device could not be determined. Tracking difficulty is a known procedural occurrence that is commonly related to patient anatomy, vessel characteristics, operator technique, and appropriate device selection. These common issues are likely to be factors in the reported event as well as the distal strut uplift noted on the returned device. Neither the DHR review nor the analysis suggests that the events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.